Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose was dropping during the night and that she was unable to sleep. She also reported receiving low alerts when the blood glucose was not low. She did not provide a blood glucose reading and declined troubleshooting. Nothing further was reported.